Event description:
It was reported that a surgeon implanted a size 4 ps femur with a size 7 tibia. It is only recommended a 1 size up 1 size down on the ps. Patient impact is not known until now.

Manufacturer narrative:
The associated complaint device was not returned. The clinical/medical concluded, several attempts have been made to obtain clinical/medical documents to no avail. Without supporting clinical/medical documents a thorough investigation cannot be performed. The requested information was sent to the complainant. Should any relevant clinical/medical information become available this complaint can be re-assessed. Without the actual product involved, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. We consider this investigation closed.